Event description:
It was reported that the pump would push out, resembling a ¿tumor¿, when the patient would bend over. The patient would have to touch it to make it go back in. It was noted that the therapy seemed to be satisfactory. The device system was infusing morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).